Event description:
It was reported, that about a week prior to the report, the patient was reaching for something heavy and the pump shifted in her abdomen. The patient experienced pain and swelling around the pump since then. The patient had no longer used the pump for the past six months and wanted it removed. The type of medication being delivered via the device system was unknown. Additional information has been requested regarding the cause of the event, troubleshooting and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).